Event description:
Sales rep reported customer experienced suture problems when deploying two fast fix devices. A third device was used successfully and appropriate fixation was achieved. As a result four t's remain in the pt. No other pt injuries or complications were reported.